Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump emitted multiple loss of prime alarms. It was also noted that, one week prior to the alert date, the pump had randomly entered prime mode and primed all remaining insulin out of the cartridge. Reportedly, the patient was disconnected from the pump when the malfunction occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.